Event description:
It was reported that this right ventricular (rv) lead exhibited shock high impedances out of range. Technical services (ts) reviewed the data and found that there were spikes between 90 up to 125 ohms over the past year. Further evaluation of this rv lead was recommended. This rv lead remains in service. No adverse patient effects were reported.